Event description:
It was reported, the patient¿s implantable neurostimulator (ins) was going to be replaced. The extension may be replaced and the patient has had high impedances ¿for some time.¿ the lead impedance was to be tested during the ins replacement. No symptoms or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the impedances were not resolved. The patient was going to have a revision of the lead pla cement sometime in the future. The patient was not receiving therapy at the time of this report since the surgeon did not reconnect the lead to the extension.

Manufacturer narrative:
Product ID 3389-40, lot# j0309725v, implanted: 2003 (B)(6); product type lead product ID 748240, serial# (B)(4), implanted: 2003 (B)(6); product type extension. (B)(4).